Event description:
Information was received from a trial patient and it was reported that the patient was having trouble with the controller and could not read her settings. The patient reported that she saw screen 49 but screen changed to screen 17. The patient reported getting screen 22, nothing connected, and that she was getting that screen all day long. The patient reported that her healthcare professional had not given any instructions/restrictions. The patient also reported that she felt stimulation yesterday when she had the trial. The patient checked and confirmed that the external neurostimulator cable (ens) was disconnected. The patient reported that she did not disconnect the cable. The patient connected the cable and was able to find the device with the patient programmer. The patient turned stimulation on and increased to 1.5v on program 1 but was unable to feel stimulation. The patient reported that she has an appointment next week for implant surgery. Additional information was received and it was reported that the patient saw screen 49. Ens batteries low, call your clinician. The patient also reported that they were supposed to have the implant surgery on (B)(6) 2016 but was diagnosed with acute bronchitis and surgery was postponed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a trial patient with an external neurostimulator. It was reported that the patient completed the "first stage" or the trial, and then had the lead removed.